Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the hose on the back of the arctic sun device the gel pads connect to was missing. This was the fluid delivery line, and the part number was 73407.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk is within the expected range; therefore, this event is not reportable. The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. This was the fluid delivery line, and the part number was 73407.serial number (B)(6) for the arctic sun device is included for reference purposes only. Initial reporter unavailable. Current staff unaware of the reported event. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot/serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the hose on the back of the arctic sun device the gel pads connect to was missing. This was the fluid delivery line, and the part number was 73407.